Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician was attempting to implant an abre stent for treatment of a lesion in the mid right deep venous system. A 10 fr sheath and a 0.035" guidewire were used. The abre was prepped as per the IFU with no issues identified. The lesion was pre-dilated with an 18mm balloon. The device passed through a previously deployed stent. No resistance was met during advancmenet of the device. The lock-pin was checked for securement prior to the procedure and removed just before attempted deployment. It was reported the stent partially deployed. There was no damage to the deployment mechanisms or device handle prior to deployment issue. The physician used the bailout technique of opening handle and manually deployed stent. No patient injury was reported.